Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt, the screw mechanism on the right ventricular lead appeared to spring out while testing and during implantation. The lead was tested prior to implant with the lead positioned straight and the straight stylet fully seated. The screw in tool was rotated slowly to approximately 8-14 turns with no obvious movement of the screw, although the lead body appeared to rotate. Then the screw appeared to 'jump out' with no obvious correlation to steady rotation. Under fluoroscopy, when attempting to implant the lead, the screw also appeared to jump out. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent and became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.